Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 33 mg/dl, 112 mg/dl and 133 mg/dl. The customer treated low blood glucose level with jelly beans and insulin pump suspension. The customer declined troubleshooting for low blood glucose level. The device will not be returned for analysis.